Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The lead was reprogrammed; however, it continued to exhibit twos post pace. Another inquiry of reprogramming options was made. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.